Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lump and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and lump/nodule.

Event description:
Patient reported left side "looked firm and abnormal due to capsular contracture", baker grade iii ¿a lump or thickening in or near the breast or in the underarm area". Additionally healthcare professional reported capsular contracture, baker grade unknown, pain, and malposition. Device remains implanted.